Event description:
A patient was brought to the or (operating room)to have a skin graft placed over a fasciotomy site on left calf area. We set up the aesculap dermatome. The surgeon set the thickness to the desired setting. When he proceeded to use the dermatome it did not take the skin as a whole. There was a strip of skin that did not cut. Surgeon was unable to use the piece of skin that was grafted because there was a hole in it. The surgeon used a different manufacturer/model of dermatome to acquire a second graft that was used to complete procedure.======================manufacturer response for dermatome, acculan (per site reporter)======================manufacturer provided rga number for product return evaluation.